Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube detached from the needle tip during two separate blood tests and "blood splashed the nurse (face and clothes)". However, there was no medical intervention reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing along with bd acquisition needles and upon completion, no issues were observed relating to the tube pushing off the non-patient end of the needle as all samples met specifications. Additionally, all tubes drew the correct volume and no issues were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, no issues were observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube detached from the needle tip during two separate blood tests and "blood splashed the nurse (face and clothes)". However, there was no medical intervention reported.